Event description:
The customer received a questionable free thyroxine (ft4) gen 2 result for one patient sample when compared to the results received for the patient with the previous generation of the assay. The customer's result with ft4 gen 2 and an unknown analyzer was > 7.77 ng/dl. The sample was submitted for investigation. The result with ft4 gen 2 on an analytical e module was > 7.77 ng/dl and the result on an elecsys 2010 analyzer was 2.33 ng/dl. The result with the previous generation of ft4 assay on an analytical e module was 2.15 ng/dl and the result on an elecsys 2010 analyzer was 2.07 ng/dl. Information concerning which results were reported outside the lab was requested, but was not provided. No adverse event was reported for the patient. A sample collected from the patient on (B)(6) 2014 was submitted for further investigation.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
Further testing of the patient sample revealed the presence of a streptavidin interfering factor. This interfering factor is documented in product labeling which states interference due to extremely high titers of antibodies to analyte- specific antibodies, streptavidin can occur.